Event description:
It was reported that a small volume intermate was empty due to leakage. This was noticed prior to patient use. After inspecting the on/off clamp and cap, no issue with clamping was found. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between june 19, 2023 - june 22, 2023. The actual device was received for evaluation. Visual inspection was performed and fluid in the bladder was identified; however, there was evidence of a leak. There was an unclosed clamp on the tubing line. Additionally, the blue winged luer cap was not securely tightened because the cap thread was visible. The visible cap thread can cause a leak when the clamp is not closed on the tubing line. A functional leak test was performed and no evidence of leak was observed. The reported condition was verified during visual inspection; however, was not verified during functional testing. The cause of the condition could not be determined; however, a probable cause is use-related in which the clamp and the winged luer cap were not properly closed after the device was filled. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.